Event description:
It was reported to nova biomedical that a consumer's blood glucose meter reading was 20 mmol/dl (360 mg/dl) and administered insulin based on that reading and subsequently experienced a hypoglycemic event. A replacement blood glucose meter was sent to the consumer.

Manufacturer narrative:
Nova biomedical is awaiting the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.